Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad of the insulin pump is malfunctioning. The blood glucose reading is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to flattened button dome switch. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.